Event description:
It was reported the balloon ruptured. The 90% target lesion was located in the moderately tortuous, moderately calcified mid right coronary artery (rca). A 10mmx3.00mm wolverine cutting balloon was used for dilation. During the first inflation of the balloon at 10 atmospheres (atm) for one second, the balloon ruptured. The device was removed from the patient and the procedure was completed successfully with a different device. No patient complications were reported.